Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.5 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on rows 1, 2 & 4 distorted and lifted distally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found one hypotube kink 119mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found one midshaft kink at 31mm distal from the hypotube to midshaft bond. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the device, it was noted that the edge of the stent had lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the device, it was noted that the edge of the stent had lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.